Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a hemicolectomy procedure, the clips closed on the vessel and were not aligned properly. A new device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m90u5r. The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it was observed that the jaws were misaligned, this condition led to the malformation of seven scissored clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.